Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began around the second week of (B)(6), 2018. She reported that she manages her diabetes with oral medication, diet and exercise, and made no changes to her normal diabetes management regimen in response to the alleged issue. The patient alleges that around 4 days after the product issue began, she developed symptoms of ¿room started spinning, went dark, disorientated, feeling faint and nausea¿. In response to the symptoms the patient stated that on february 15, about 3pm, she required her daughter to treat her with some ¿hard candy¿, and the symptoms improved. During troubleshooting the csr noted this was not the first time the product was being used. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, which required treatment by a third party, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.